Event description:
The tbm states the chair was pulling to the right so after doing some tests that tech service had us do they told us the controller was bad. We got a new controller back and put it in and got a m2 motor fault and couldn't even test the chair out. Tech service told us it was either the battery or the controller so we changed the batteries to brand new ones and got the same issue. We tried another controller and it still is not working.